Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification and multiple inaccurate fill estimate reading occurred. Additionally, it was reported that the customer experienced difficulty loading a cartridge onto the pump. Customer's blood glucose level ranged between 140-160 mg/dl. Reportedly, the customer changed pump supplies to resolve issue.